Event description:
It was reported that pump displayed cartridge change error during load process. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted with removing pump from case, inspecting cartridge and pneumatic area for damage or debris, cleaning area, and reattaching cartridge, and customer successfully completed load process; support observed that customer had not been removing air correctly, provided education on proper technique, and no further action was required.